Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a restart alert identified as an insulin shaft encoder failure and performed multiple restarts, including one while the device was on the charging pad, after which they changed out all supplies per guidance. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and user education with a full supply change. Investigation of this case revealed a suspected malfunction consistent with an insulin shaft encoder failure, with no confirmed impact on insulin delivery after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.